Manufacturer narrative:
Common device name drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial lead was explanted. Further information was received indicating that the ra lead threshold was increasing. No additional adverse patients effects were reported.

Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed because coding has been updated.